Manufacturer narrative:
The optima coil has not yet been received for evaluation. Therefore; and analysis could not be performed. Upon return of the device an evaluation will be performed and follow up report will be submitted. Based on the available information at this time the root cause of this complaint could not be determined. Review of the lot history records for the reported lot did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against the reported lot have been made for the same issue.

Event description:
It was reported that while the first coil was reintroduced through the microcatheter, repositioning of the coil was attempted; however, reposition could not be achieved. The coil prematurely detached, and a snare was utilized to successfully withdraw the coil. The patient was reported to be fine post procedure with no clinical sequela.